Event description:
Drive medical has received a complaint from a patient alleging that one of his friends (identified as mr. (B)(6)) was sitting on the patient's rollator when one of the front casters broke causing mr. (B)(6) to fall and allegedly broke his shoulder and hurt his hip. Attempting to help his friend. Allegedly, the patient has also injured his knees, middle finger and pulled muscles in arm causing back strain. Drive medical has contacted the patient to have the product in concern be returned to us for investigation. But the patient has refused to do so. According to the patient that he could not read the identification label off the rollator, therefore, the serial number of the product is unknown. This MDR report is based on the patient's complaint.